Manufacturer narrative:
Customer report was confirmed. Inflation lumen leakage was observed through a tear/rupture, 0.1" in length. The ruptured latex flap appeared to match up with the remaining balloon latex. See attached photos. No visible damage to catheter body or returned 1.5 cc volume limited monoject

Event description:
C-cc-bainf - balloon - inflation; it was reported that during a right and left catheterization the balloon ruptured in the femoral vein and unknown if any piece was retained in patient. Intervention was required, testing and medication, multiple venograms, chest CT. Patient's hospital stay was extended and patient was put on anticoagulants. The patient was discharged.